Manufacturer narrative:
Added: d3 corrected: d4 (serial & catalog) device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since clinical team confirmed pump was deep & hemolysis was resolved after repositioning of the pump.

Manufacturer narrative:
Corrected information has been provided in d4(primary UDI number). Leading zeroes removed and UDI updated.

Event description:
Clinical narrative: an impella cp device was inserted surgically into the right femoral artery in a 52-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), red urine was in the foley bag. The impella was repositioned from 5.5cm to 4cm, which resolved the issue and cleared the urine. After one day on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.4l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.